Event description:
It has been reported to philips that the wireless foot switch was not working. There was no reported patient or user harm. A philips field service engineer (fse) replaced the wireless foot switch along with the base station and returned the system to use in good working order.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch was not working. During troubleshooting, the fse confirmed that the charger green led was off and the wireless footswitch was not functioning because the wfs charger was not charging the footswitch. The fse replaced the wfs charger with spare charger that was available with customer. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.